Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional report a right rupture and a exchange of textured devices due to product concern. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as surgical impact opening and missing side assessed as inconclusive . (Shell thickness was within specification). ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ no penetrating nick . No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional report a right rupture and a exchange of textured devices due to product concern. Device has been explanted and replaced.